Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that he obtained a message of "extremely high" on the subject meter on the evening of (B)(6) 2013, right before bedtime. Per the owner's booklet, this meter displays this message when it detects a blood glucose greater than 600 mg/dl or 33.3 mmol/l. The patient informed the csr that he manages his diabetes with novorapid insulin (taken with each meal) and lantus insulin. The patient informed the csr that his bedtime readings usually are closer to "14.0 mmol/l." The patient claimed that on each of the occasions that he received the high message he took 15 units of his slow acting insulin instead of his usual 5 units. The patient stated that on all occasions, the following morning when he tested his blood glucose (between 6am and 7am) he obtained blood glucose readings of "1.6 or 1.7 mmol/l (29 or 31 mg/dl)." The patient mentioned that the only symptom he feels when he goes low is a "general sense of weakness." In response to the low readings, the patient claimed he would consume 2 tablespoons of white sugar. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high message on the subject meter, administered treatment based on the alleged result, and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013) ¿ device evaluation the test strips and meter involved with this complaint have been returned to lifescan and evaluated by product analysis (pa) on (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter also passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2013 for the meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.